Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Production and quality personnel were both unable to duplicate the complaint. In both cases, the handpiece was inoperative and unable to be tested. During disassembly, it was noted a slight to moderate amount of debris on interior side of cap assembly and on set assembly. Severe amounts of debris were noted in head cavity after set was removed. The head tail gears displayed moderate debris and slight wear. The main drive and tail gears displayed severe corrosion. The cap end and bur end bearing components all exhibited slight to moderate corrosion and or debris. The o-ring section of the contra angle and head joining area exhibited slight debris. It is possible that lack of lubrication may have caused the severe corrosion found during the investigation. As a result, the corrosion could have caused increased friction and accelerated wear. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.